Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product and packaging identified that both the sterile cavities were cracked. The outer box was damaged and is not acceptable device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to transit damage. This product falls within the scope of a corrective action which is reviewing all sterile cavity damage issues. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant broke through the sterile box. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.